Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's misaligned markers were caused by a loss of telemetry. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the markers on the latitude electrogram are misaligned. This is likely due to a loss of telemetry. Technical services advised to have the patient send another latitude transmission to see if it is resolved. The patient went to the clinic for a follow-up and the electrogram markers were aligned normally. Also, there was a stored atrial fibrillation episode due to functional undersensing via decreased intrinsic morphologies. No programming changes were recommended. There is no impact on therapy. The device remains implanted. There were no adverse patient effects.